Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the body and tail of the pancreas during laparoscopic resection of the body and tail of the pancreas (pancreatectomy), the surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. Surgeon used competitor's device to resolve the issue. There was no patient injury.